Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported the surgeon was using the powered echelon for a resection on the duodenum just below the plyoric antrum. He used a blue load to fire across the tissue. He said that when he fired it ¿didn't sound or feel right¿. When he opened the stapler he found ¿orange bites¿ by the staple reload. He used another like device and reload and stapled across the tissue to seal it. Patient is doing well with no complications.

Manufacturer narrative:
(B)(4).batch # t5c53u. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.